Event description:
It was reported that there was a problem interrogating the implantable pulse generator and there was a power on reset error that occurred. The error message occurred three times. The device will be reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is part of the advisory for this model. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.